Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the mildly tortuous and mildly calcified proximal left anterior descending artery (lad). A 3.50mm x 16mm promus element plus stent was implanted at 11 atms in the target lesion. Upon post-dilation using a 4.00mm x 12mm non-bsc balloon catheter, the proximal portion of the implanted stent was compressed longitudinally at "approximately 4 to 6mms." A 4.00mm x 12mm promus element plus stent was then placed over the longitudinally compressed area of the first implanted stent and extended proximally in the proximal lad. The procedure was completed and no patient complications were reported. The patient status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).